Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the coiled cord from monitor to console, the cable from coiled cord to backplane board with a gasket, reloaded the software, and performed pneumatic calibrations. The iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during a routine check performed by the customer that the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. There was no patient involvement, and there was no adverse event reported.